Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
A medwatch was received which states; "IV pump channel malfunctioned leading to inadvertent fluid bolus to pt". The event resulted in the patient requiring labs and monitoring. Although requested, no additional information was received.